Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance, high pacing thresholds, loss of capture (loc) and noisy signals a few days after it was first implanted. Further review and a chest x-ray revealed the lead was dislodged. As result, the patient underwent a surgical procedure wherein the lead was extracted and an alternate was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned for product analysis. This investigation will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance, high pacing thresholds, loss of capture (loc) and noisy signals a few days after it was first implanted. Further review and a chest x-ray revealed the lead was dislodged. As result, the patient underwent a surgical procedure wherein the lead was extracted and an alternate was implanted. No additional adverse patient effects were reported.